Event description:
It was reported that there was a red call doctor (rcd) on the communicator while trying to interrogate with this pacemaker by a patient advocate. The device was still not able to interrogated after the advocate troubleshooted with technical services (ts). Ts referred the patient to the clinic. The device remains in use. No adverse patient effects were reported.